Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that a caster on the stand was bent. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) advised the customer that philips no longer directly sells the caster to the universal stand. The customer was advised to check with a third-party distributor to check if they have the caster in stock. The customer was advised that they can replace the universal stand with a v60 stand, which is available for purchase through philips directly. This investigation is ongoing.